Manufacturer narrative:
This reported event has been deemed not reportable based off the investigation of the actual device; inspection of the returned sample upon receipt found that the device had no functional issues and was able to be clicked into the intended locking positions.

Manufacturer narrative:
Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the doctor tried to use a 6fr angio-seal device, and it did not click properly for closure. This did not impact the patient or the outcome of the procedure. There was no patient injury/medical, or surgical intervention required. Additional information was received on 30sept2020. The procedure taking place for the patient when the issue occurred was an angioplasty with cardiac stent placement using a 6fr -23, exchanged out for an angio-seal device. Hemostasis was achieved, the collagen plug did detach.